Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Troubleshooting was discussed with boston scientific technical services. A magnet rate was unable to be confirmed. It was noted that the patient had been lost to follow up, and at their last device check about two years prior the ICD had indicated a remaining longevity of over seven years. The ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the device noted a dent on the device case by the header. It was confirmed that the device had no telemetry. The device case was removed and internal visual inspection found the mixed-mode integrated circuit was cracked in the location that coincided with the dent on the device case. Due to the damage to the device, the cause of the battery depletion could not be determined.